Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer was okay to troubleshoot for high blood glucose level. Customer reported that the cannula of infusion set was bent. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not want to troubleshoot because of bent cannula. The insulin pump will not be returned for analysis.